Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report# 2243072-2019-02827 was sent in error. This is a reportable malfunction, however, it will be reported through a different division of bd.

Event description:
It was reported that after use the syringes were found to have foreign matter with a bd 2.5ml luer slip syringe without needle. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) after using syringes for the preparation and injection of dmsa during kidney scans, a residual dose of 20% is observed (syringe not preserved because of radioactive medication).

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the syringes were found to have foreign matter with a bd 2.5ml luer slip syringe without needle. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) after using syringes for the preparation and injection of dmsa during kidney scans, a residual dose of 20% is observed (syringe not preserved because of radioactive medication).